Manufacturer narrative:
The lot number has been provided and the device history records are currently being reviewed. The complaint sample has not been returned to the manufacturer to date. The investigation is currently underway.

Event description:
It was reported that a pta balloon ruptured and could not be removed from the introducer sheath. After the balloon was completely deflated, removal through the sheath was attempted. Reportedly, the balloon "bunched up" and became lodged within the sheath. The pta balloon dilatation catheter and the introducer sheath were then removed in their entirety as a single unit. The introducer sheath was reinserted and the procedure was successfully completed with a different catheter. No pt injury.